Event description:
The physician used a 5f sheath up and over to ensure crossing of a 4cm lesion in the mid-left sfa. The lesion was crossed successfully, and then a 7f up and over sheath was used to access left sfa. Next, a 7mm spiderfx was advanced through a 5f crossing catheter and placed in the left popliteal artery. The lesion was pre-dilated and atherectomy was performed successfully to achieve ideal vessel size. Upon the final post atherectomy angio, debris was noticed in the spiderfx filter. A balloon was advanced to retrieve the spiderfx filter. A partial retrieval of the spiderfx was completed and there was a calcium chunk noted in the filter. The physician tried to retract the filter completely into the sheath, but the spiderfx filter stopped and would not go through the 7f sheath. The physician then brought the sheath and filter ipsilateral to the groin puncture and advanced an 035 buddy wire alongside balloon catheter to partially retrieve the filter. The 7f sheath was removed and the physician planned for the spiderfx to come out with it. However, the spiderfx came free from sheath and appeared to stay closed in the vessel. The physician tried to recover filter with an 8f sheath, but it would not retract over the 014 spider wire. The sheath was then placed on the 035 wire pinning the spider against the vessel wall. Angio showed blood flow down both the sfa and profunda. All material appeared to be captured with in the filter while pinned in the anastomosis. The patient had doppler pules and flow down both right groin vessels. The left leg was left with a 3 vessel run off and an excellent arthrectomy/pta result. The patient was sent via ambulance to the hospital where a cut down was performed by a partner and the spiderfx filter was removed. The patient was stable.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.